Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio-control downloaded the electronic patient record for the reported event and was able to confirm that the device powered off three times during the event; however, the cause of which could not be determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself three times during an event while attempting to charge the device. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Event description:
The customer contacted physio-control to report that their device powered off by itself three times during an event while attempting to charge the device. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
The customer later responded to physio-control's request for additional information. Sections a1, a2, a3, and a4 have been updated, accordingly. The customer also advised that the patient had gone into cardiac arrest during a suspected overdose. The patient had an unknown downtime. A family/friend found the patient and called 911, then started CPR. It took approximately 11 minutes for medical personnel to arrive on scene. Medical personnel were using their device to monitor the patient when the reported issue was observed. They advised that they were able to restore power after each power loss and that it only took less than 5 seconds to restore power each time. A backup device was obtained and used to continue patient care. It took approximately one (1) minute to obtain the backup device. The customer further indicated that defibrillation was not indicated based on the patient's ECG rhythm during the event. The patient did not survive the event. Physio-control performed a clinical review of the event and concluded that the device use did not contribute to the patient's outcome. Physio-control reviewed the electronic patient record from the event and agreed with the customer's assessment that defibrillation was not indicated based on the patient's ECG rhythm during the event. Additionally, the patient had an unknown downtime prior to medical personnel arriving on scene.